Event description:
It was reported that the needle punctured the bd insyte¿ IV catheter. This was discovered during use. The following information was provided by the initial reporter: sometimes on this type of catheter, the teflon does not stay straight and the needle punctures it. This problem has been noted several times.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6)2020 h.6. Investigation summary two samples were received by our quality team for evaluation. Visual inspection of the samples showed a needle pierced through the catheter, confirming the customer experience. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, this would have occurred during product application when the product was manipulated or during assembly of catheter. A project CAPA (B)(4). Has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter. Customer complaint trends will also continue to be evaluated on a monthly basis.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle punctured the bd insyte¿ IV catheter. This was discovered during use. The following information was provided by the initial reporter: sometimes on this type of catheter, the teflon does not stay straight and the needle punctures it. This problem has been noted several times.